Event description:
The patient had begun having seizures, one of which caused her to fall. She subsequently experienced a return of her retention symptoms. The patient was at home in fair condition. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).